Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon followup with the following physician, it was reported that the patient was non-complaint with restrictions, that resulted in the need for the ra and rv leads to be re-positioned.

Manufacturer narrative:
Concomitant medical products: product ID: w3dr01, serial# (B)(4), implanted: (B)(6) 2018. Product ID: 407652, serial# (B)(4), implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a family member that after surgery, the patient had "a little problem with the leads" and they had to "go back in and fix it". The right atrial (ra) and right ventricular (rv) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.